Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. The patient reported that they were in a car accident several years prior to report and wanted to know if the device may have been damaged in the accident. The patient noted that they flipped a couple times in the accident. The patient stated that before their accident their bladder was working better with the device, but at the time of report since the accident, they had to wear a catheter and had less control over their bladder. The patient was advised to follow up with a healthcare professional (hcp) to have the implantable neurostimulator (ins) interrogated to see if it may have been damaged in the accident. No further complications were reported or were expected.